Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.

Event description:
Following a catheter access port (cap) contrast study on (B)(6) 2009, a revision was done. The pt had no signs or symptoms related to the event. The pt recovered without sequela. Additional information has been requested a follow-up report will be sent if additional information becomes available.